Manufacturer narrative:
This report is submitted on may 15, 2024.

Event description:
Per the surgeon, the patient had burns on the face adjacent to the implant site post implantation surgery. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The surgeon reported that after removing the drapes burns were noticed on the child's face at the site of the two auditory brainstem response (abr) system ipsilateral electrodes. A cp1150s surgical processor was utilised for the operation of nucleus smartnav software for implantation of a ci600 implant during the surgery. Functional testing with nucleus smartnav software confirmed device to be functioning as expected at normal and compliant current levels. For the cp1150s surgical processor, the device passed all laboratory functional and electrical tests. As per smartnav system hazards analysis, the system cannot cause the implant temperature to rise above safe levels, nor can the cp1150s temperature rise above safe levels to cause a burn. This report is submitted on july 22, 2024.